Event description:
User reports getting discrepant pth and cortisol results. Only pt data provided for pth. Initial pth (edta-plasma), gave 60.89 pg/ml; repeat gave 213.6 pg/ml, which was run on a serum sample from the same pt. Erroneous results were not reported. The field service rep determined the cause to be a faulty measuring cell which he replaced. Performance tests were performed which were within specifications.